Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The returned device identified a pinhole on the balloon material of the device. Visual and microscopic examination of the tip section of the device revealed no issues that could have potentially contributed to the complaint incident. Visual and microscopic examination identified no issues with the blades and all blades were present and fully bonded to the balloon material. Visual examination of the balloon was performed and observed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an inflation unit and when positive pressure was applied, liquid was observed to be leaking from a balloon pinhole located approximately 7mm distal to the distal end of the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. Visual and microscopic examination of the device was performed and found no issues with the markerbands of the device that could have contributed to the complaint event. And, visual and tactile examination of the device identified no issues with the shaft of the device which could potentially have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 09-apr-2018. It was reported that the device was unable to cross lesion. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 10/2.00 flextome¿ cutting balloon¿ was selected for use. However, while inside of the patient, the device was unable to cross the lesion. The procedure was completed with a different device successfully. No patient complications were reported. However, device analysis revealed a pinhole in the balloon.